Manufacturer narrative:
Evaluation results - a visual inspection of the returned product shows half of the lens optic and a haptic is torn off & missing. There is clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history, the work order search and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting a cq2015 three piece collamer lens into patient's eye and the lens tore. The surgeon enlarged the incision minimally to remove the lens and replace it with another model lens. No suture required. This is the first incident of two to occur on this same patient. See manufacturer's report 2023826-2006-01643 for the second event.